Manufacturer narrative:
While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left vtach heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. Device remains implanted.

Event description:
It was reported by the cardiologist that the patient was admitted to the hospital with hypotension due to right heart failure, severe tricuspid insufficiency and moderate/severe aortic insufficiency. The cardiologist reported that the CT scan of the thorax shows that the hvad was implanted through the anterolateral wall and directed to the inferoposterior wall. The patient was taken for a procedure to remove ICD wire which made the condition worse. He attributes the right ventricle failure, tricuspid valve and aortic valve insufficiency to the malpositioning of the hvad. Patient is currently hospitalized on inotropic support of dobutamine 15mcg/kg/min and vasodilators, and high dose diuretics (furosemide 120mg). The patient has been reported to be inotropic dependent, fragile, very labile, but slowly progressing and walking on the hospital unit.

Manufacturer narrative:
The pump hw26515 was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw26515; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files did not reveal any alarms for the past 14 days upto (B)(6) 2017. Power consumption was within normal operating range. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Review of documents.